Event description:
The customer reported that the system experienced an un-commanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A system battery was evaluated and identified as defective. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.